Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. Rinseback was not performed, resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The disposable cartridge was not returned for evaluation. The cycler had not been received at the time of this report. The exact cause of the alarm cannot be determined at this time. Occasional alarms during dialysis are expected and should not result in a blood loss if a device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.